Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race and ethnicity: hispanic.

Event description:
It was reported that when the nurse removed the tubing set out of the pump to start another infusion the safety clamp failed to engage. The pump was not running an infusion at the time of the event. It was noted that 400ml out of 500 ml volume was left in the bag. The event resulted in the patient getting a pitocin bolus resulting in fetal distress and emergency caesarean section. The baby's apgar score was good and was discharged at 2 days of life. The customer later reported that the pump was not thought to be an issue since the pump worked when the tubing set was changed. This report (B)(4) is for the mother while (B)(4) is for the fetus/baby.